Event description:
It was reported that during a fistuloplasty procedure, removal difficulties occurred. The 50% stenosed lesion was located in the mildly tortuous and mildly calcified left subclavian artery. The lesion details are unk. The ultrathin diamond balloon 12x4cm was advanced to the lesion over an amplatz 0.035 guide wire. The balloon was inflated 6 times at 10 atm for 20 seconds. Difficulty was reported removing the deflated balloon from another manufacturer's sheath. The entire system was removed and closed with a suture. A separate puncture was made at the groin and another manufacturer's stent was deployed and post dilated with a 12 x 4cm ultra thin diamond balloon and 12 x 4cm xxl balloon.